Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link bonded micro extension set leaked from an unspecified location. The step of setup or therapy during which this occurred was not specified; however, there was reportedly patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.